Event description:
It was reported that the most current software version was running on the clinician's programmer application.

Manufacturer narrative:
Continuation of d10: product ID a810. Product type software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: a810, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving infumorph via an implanted pump. The indication for pump use was spinal pain. It was reported that the patient had a new pump implant and the clinic got in outside drug and the drug information on the label was very tough to read and/or mislabeled. During the procedure, two people looked at the label and thought it said 1 mg/ml and programmed the pump as infumorph (1 mg/ml at .5143 mg/day). The patient started feeling ¿tired and zonked¿/disoriented and confused and went into the doctor today. It was then determined that the drug that was ordered was actually 20 mg/ml infumorph. It was determined that based on the current programming the patient was actually getting about 10.286 mg/day. The hcp wanted to program a 40% decrease. The hcp was walked through the steps to correct/decrease the programming. Per the hcp, the patient¿s pain was better so they would start at 6.165 mg/day and eventually titrate back up. They were planning to follow-up with the patient tomorrow to see how she was doing and would make adjustments as needed. The issue was noted to be resolved.